Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The pump was replaced as a corrective action for the alarm issue.